Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
A female pt underwent thoracic aneurysm repair on (B)(6) 2010. The physician was using a zenith tx2 taa endovascular graft proximal tapered component to treat the condition. After deploying the first two stents of the thoracic device, the physician did an angiogram and proceeded with deployment. Upon full deployment of the graft, the physician noticed an infold in the proximal graft. Another physician was called in and noticed that when they took the angiogram of the first two stents deployed, one of the struts was not tethered together. It was loose which caused the infold. After the performing physician realized what happen, he went in with a coda balloon catheter, inflated the device and it was corrected. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.